Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) software upgrade failed. There were no injuries or deaths reported.

Manufacturer narrative:
A getinge field service engineer (fse) checked the unit and found that pcba, video generator was broken, so it was not possible to upgrade software version d.01. Fse replaced 1 new pcba, video generator (d670-00-1182) to resolve the issue. Upgraded software version d.01 confirmed it was passed. Fse checked the entire iabp system confirmed it was normal. Tested the machine's usage and it can be used normally.

Event description:
N/a.

Event description:
It was reported that sfw upgrade maintenance, the cardiosave intra-aortic balloon pump (iabp) software upgrade failed. There was no patient involvement.